Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed a no output condition. Longevity testing revealed that the device had not met its 99.9% expected longevity. The cause of the premature battery depletion was due to a short internal to the battery cell.

Event description:
Asku